Manufacturer narrative:
(B)(4) functional analysis of the returned device included, visual, electrical, temperature, irrigation and optical testing which all met sjm specifications. Review of the log files revealed the device functioned as intended and there were no contributing anomalies. Force measurements were recorded during ablation that exceeded the recommended values per the IFU; however, due to unknown procedural conditions we are unable to conclusively determine the cause of the reported event. The device met specifications prior to leaving sjm manufacturing facilities as supported by a review of the device history record and the analysis performed. The cause of the reported pericardial effusion was unable to be confirmed and remains unknown. Per the IFU, cardiac perforation is a known risk with the use of this device.

Event description:
During a pulmonary vein isolation(pvi) procedure, a pericardial effusion occurred. Near the conclusion of the pvi procedure, while ablating around the right superior pulmonary vein (rspv) a steam pop was noted. Following the procedure, the patient became slightly tachycardic and fluoroscopy revealed shadowing around the apex of the heart. An echocardiogram confirmed a pericardial effusion, for which a pericardiocentesis was performed. The patient's oral anticoagulant was temporarily held and the patient was discharged and in good condition. There were no alleged performance issues with the ablation catheter.